Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of 3dmax mesh, patient had hernia recurrence thereby underwent repair. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b4, b5, b7, e3, g1, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for repair of a right inguinal hernia, a 3dmax was implanted to repair the hernia defect. (B)(6) 2013 - the patient underwent an additional surgery to repair a recurrent right inguinal hernia defect. The attorney alleges the patient's hernia repair surgery failed, resulting in much pain, doctor visits, subsequent procedures and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with right inguinal hernia thereby underwent robotic-assisted laparoscopic repair with implant of 3dmax mesh. Per operative notes, "there was a large indirect right inguinal hernia with incarcerated small bowel and it was a sliding type with appendix on the posterior wall. It was a large sac and was dissected out. The hernia was extended down into the scrotum and was dissected medially. A large right-sided 3dmax mesh was placed into the defect". (B)(6) 2013 - patient was diagnosed with recurrent right inguinal hernia thereby underwent repair with a mesh. Per operative notes, "a large sac was identified and excised a portion of the sac and over sewed the neck ligating high. A synthetic mesh was then sutured.¿ (note: there was no mention/visualization of 3dmax mesh). Attorney alleges that the patient had pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for repair of a right inguinal hernia, a 3dmax was implanted to repair the hernia defect. (B)(6) 2013 - the patient underwent an additional surgery to repair a recurrent right inguinal hernia defect. The attorney alleges the patient's hernia repair surgery failed, resulting in much pain, doctor visits, subsequent procedures and was injured severely and permanently.